Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter was received in two segments. There was a break in the catheter between the 14 and 15 cm depth marks. The proximal segment was secured to the connector and extended 29.9cm from the distal end of the strain relief oversleeve. The distal catheter segment was 14.8cm in length and contained the groshong three-position valve. A microscopic examination of the broken ends of the catheter revealed a polished appearance on the blue stripe adjacent to the break. A longitudinal split was observed in the tubing at the terminus of the polished region of the blue stripe. The cross section between the circumferential break areas was rough and granular. The remainder of the break was smooth and granular. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. No defects related to the manufacturing process were noted on the complaint sample. The split in the circumferential direction most likely weakened the tubing and allowed the catheter to completely break during removal. A lot history review (lhr) of reau1587 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that a PICC was placed in the patient in (B)(6) 2017. Recently after discovering the return of blood, the department flushed the PICC to make the situation ease. When pulling out the catheter on (B)(6) 2017, it was found that the catheter seemed to have an adhesive situation. Under ultrasonic examination, it was found that the adhesion of the blood vessel was not serious. The catheter was ruptured while it was pulled out slowly and the ruptured catheter remained in the body about 15cm. The intervention department was asked to help pull out the catheter and remove the ruptured catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1587 showed no other similar product complaint(s) from this lot number. Device has not been returned for evaluation.

Event description:
It was reported by the nurse that a PICC was placed in the patient in (B)(6) of 2017. Recently after discovering the return of blood, the department flushed the PICC to make the situation ease. When pulling out the catheter on (B)(6) 2017, it was found that the catheter seemed to have an adhesive situation. Under ultrasonic examination, it was found that the adhesion of the blood vessel was not serious. The catheter was ruptured while it was pulled out slowly and the ruptured catheter remained in the body about 15cm. The intervention department was asked to help pull out the catheter and remove the ruptured catheter.